Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device UDI not provided. Device manufacturing date is unavailable. A medtronic representative went to the site to test the equipment. The emitter cable and the generator were replaced. The navigation system then passed the system checkout and was found to be fully functional. The suspected generator was returned for analysis. The issue was confirmed and a communication error displayed. Faults on amps a, b, and c were identified. The generator caused the computer to lock up when plugged into the emitter system.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that there was a bad connection between the navigation system and the emitter system. There was no patient present when this issue was identified.

Manufacturer narrative:
Device code was corrected. If information is provided in the future, a supplemental report will be issued.